Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq was intermittently suspending insulin when bg was at 120-150 mg/dl. Tandem technical support requested customer to upload pump data for review; however, customer declined. Customer discontinued use of the dexcom continuous glucose monitor and continued pump therapy.